Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted that analysis was performed with destructive testing, no insulation breached or conductor fracture in vivo was observed. If information is provided in the future, a supplemental report will be issued.